Manufacturer narrative:
(B)(4).

Event description:
Study coordinator contacted dexcom on (B)(6) 2016 to report that the receiver displayed system error on (B)(6) 2016. The study coordinator did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) initial reporter information - correction, if follow-up, what type?: correction/additional.

Event description:
Head of clinical research organization contacted dexcom on (B)(6) 2016 to report that the receiver displayed system error on (B)(6) 2016. The head of clinical research organization did not report injury or medical intervention. No additional patient or event information is available.